Manufacturer narrative:
Photographs and comments made by the user facility were used in the evaluation of this product malfunction. It was determined that the drawer front under the seat section of the table had broken and was hanging perpendicular to the table's base. When the operator lowered the table, the drawer front came in contact with the base not allowing the table top to fully lower. When the patient sat on the table, the additional load broke the drawer front off, allowing the table to suddenly drop to its lowest height position.

Event description:
A (B)(6) patient sat on the table and the table collapsed approximately 4 inches from 22" high height to the 18" low height. When the table collapsed the patient lh side aesthetic panel fell off the table along with the front drawer panel. The patient was not injured.